Event description:
It was reported that the target lesion was a concentric restenosis of a non-abbott stent in the mid right coronary artery (rca) with moderate tortuosity, moderate calcification and 100% stenosis. After a non-abbott guide wire crossed, predilatation was performed with the mini trek 2.0 x15 mm balloon, but it ruptured during the second inflation of 10 atmospheres, for 30 seconds. The first inflation was also at 10 atmospheres for 30 seconds. Another trek 2.25 x 15 mm and a non-abbott balloon were used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the moderately calcified lesion, such that the balloon ruptured upon the second inflation at 10 atmospheres, which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined; however, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, filder fc, xer. Guide cath: mach 6f fr 3.5. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.